Event description:
It was reported that the deep brain stimulation (dbs) patients right lead displayed high impedances. The neurologist reprogrammed his device using the open contacts and the patient received therapy. Following this, an x-ray was taken that showed that the lead had migrated at the lead extension site. The patient underwent a revision procedure where the right lead extension was repositioned and retightened. The physician assessed that the extension had not been properly tightened during the initial surgery. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db3128550, model: db-3128-55, serial: (B)(6), batch: 5002456.